Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of noise. The health care professional (hcp) for review of stored untreated episodes. Technical services (ts) reviewed the data and found several episodes in which there was oversensing of noise, however, did not provide inappropriate therapy. Additionally, r-waves were noted to be discerned. Ts informed the noise appears to be due to myopotential and provided troubleshooting options. Ts also recommended performing a chest x-ray. Subsequently the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of noise. The health care professional (hcp) for review of stored untreated episodes. Technical services (ts) reviewed the data and found several episodes in which there was oversensing of noise, however, did not provide inappropriate therapy. Additionally, r-waves were noted to be discerned. Ts informed the noise appears to be due to myopotential and provided troubleshooting options. Ts also recommended performing a chest x-ray. Subsequently the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.